Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the ,cardiosave intra-aortic balloon pump (iabp) lcd monitor dropped has a cracked screen.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, e3, h6 (clinical and impact code). Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that after transport , the cardiosave intra-aortic balloon pump (iabp) lcd monitor dropped has a cracked screen. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component, investigation conclusions), h10. A getinge fields service engineer(fse) was dispatched to evaluate the iabp unit. The fse repaired top lcd per customers request from accidental drop, and performed preventive maintenance during same service visit. The unit passed all functional checks and was returned to clinical use.

Event description:
N/a.